Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered potential inappropriate shocks on an atrial arrhythmia. It was suspected that the shocks occurred during an episode of atrial fibrillation (af) with rapid ventricular response (rvr), which subsequently converted to sinus rhythm. Additionally, it was noted that the right ventricular (rv) channel had previously exhibited threshold issues, although it is currently stable. Technical services (ts) recommended reprogramming options and to consult to the cardiology department to determine whether hospital admission was necessary. No additional adverse patient effects were reported. This crt-d remains in service.